Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported the patient presented in the hospital. It was observed the patient's right ventricular had fallen off, and the helix could not be retracted. The patient received a shock during this event. The lead was explanted and replaced. The patient was in stable condition.